Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for stent difficulty crossing lesion. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure, reported in MFR report # 3005099803-2011-02073 and MFR report # 3005099803-2011-02074. It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for the treatment of a few centimeter malignant tumor in the common bile and intra hepatic duct, performed on (B)(6) 2011. According to the complainant, during the procedure, the physician tried to pass the stent (manufacturer report # 3005099803-2011-02073) through the stricture, but the stricture was too tight. They pulled the stent back and tried to dilate further, but when they tried to advance the stent over the guidewire and through the scope, the guidewire would not come out of the exit port. The complainant then tried to complete the procedure with another of the same device (manufacturer report # 3005099803-2011-02074), but the physician was unable to pass the stent through the tight stricture. The complainant reported no issues with this second stent. The anatomy was reported as not overly tortuous, and was dilated twice. The procedure was not completed, and no patient complications were reported as a result of this event.